Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the depth of the implant was noted to be deep. A decision was made to leave the valve in a deep aortic implant position as no aortic regurgitation (ar) was noted and the result was considered good. Approximately five months following valve implant, the patient presented with shortness of breath (sob); an increase in gradients was reported with mitral stenosis and mitral regurgitation. The implant depth of the valve in the aortic position was determined to be ¿too deep¿ which interacted with the patient¿s native mitral valve which caused mitral stenosis and mitral regurgitation and subsequent sob. An attempt was made to ¿pull up¿ the valve, but an adhesion was noted. A decision was made to surgically explant the valve. Subsequently, a surgical valve (manufacturer unknown) was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The relevant device(s) was inadvertently left off regulatory report # 2025587-2019-01133. The relevant device is: product ID: enveor-l, lot #0009278978, ubd: 2019-08-14, UDI #: (B)(4). The explant date was inadvertently left off the initial report and was included in section d7 of this report. Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In the evolut r instructions for use (IFU), mitral valve regurgitation or injury is listed as a potential risk associated with the implantation of the valve. The reported interference with the mitral valve can potentially be caused by patient anatomical factors and/or procedural factors such as valve position and implant depth. In this case, the reported patient conditions were likely attributed to the suboptimal (deep) implant depth which resulted in an impingement of the mitral valve function. It should be noted that the target implant depth for is 3 ¿ 5 millimeter (mm). No procedural imaging was provided for review so a root cause of the mitral valve interaction could not be confirmed or conclusively determined. In this event, an attempt to pull up the valve was made but due to adhesion, the valve was surgically explanted. The explanted valve was not returned to medtronic for further evaluation but one (1) photograph of the valve was provided. Based on a review of the photograph, there is evidence of pannus growth on the valve skirt and frame. The presence of pannus and its rate of formation is patient influenced and it is common on a bioprosthetic valve. The reported event indicates that the valve was implanted too deep. A cine image was received for review which confirms the implant depth to be approximately 14-16 millimeter (mm) deep. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the deep implant could not be determined with the limited evidence available. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that this event was a continuation of a previously reported event (report # 2025587-2018-03251; pe 702834458). Additional information was received that during the implant of the initial valve, multiple recaptures were performed due to positioning, dislodgements, of the valve. The patient became hypotensive and the bradycardic. Cardiopulmonary resuscitation (CPR) was initiated and medication was administered which restored the heart rate and blood pressure. The valve was withdrawn from the patient and a second valve was implanted deep at an approximate depth of 14mm below the annulus plane. Approximately five months following valve implant, a snare was used to pull the valve up. It was reported the valve had adhered to the native tissue. The valve was explanted and replaced with a non-medtronic surgical valve (manufacturer unknown). No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.